Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie lid failed to open despite standard troubleshooting techniques. A technical support specialist instructed customer to contact the pharmacy to arrange for the cubie to be replaced. The system functioned as intended after the technical support specialist instructed the user to replace the cubie in resolving the issue. D4 & h4: UDI and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the system cubie lid was not opening. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication (morphine so4 20mg/ml soln 13 07) to the patient. There were no adverse events or injuries reported based on this event.